Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature article: lin z, et al. Symptom responses, long-term outcomes and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006; 18:18-27. The study included 55 pts with refractory gastroparesis implanted with a gastric electrical stimulation (ges) system for at least 3 years who underwent ges implantation from april 1999 to oct. 2001. One pt died from a pulmonary embolism within one week after surgery. It was reported the cause of death was unrelated to the ges therapy; the pt died of non-pacemaker related complications.